Event description:
Few days after primary, the patient came in due to an infection. The surgeon performed a washout and swapped the insert, tray, and femoral component, opting to use a cemented option to help with infection. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 december 2025. Gmk-spherika 02.12. Ka174l gmk spherika femur porous tigrowthc+ha s4+l (k223548) lot. 2504806: (B)(4) items manufactured and released on 26-may-2025, expiration date: 2030-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.3d05l gmk 3dmetal tibial tray size 5l (k221850) lot. 2345842: (B)(4) items manufactured and released on 11-mar-2024, expiration date: 2029-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. E0510fl gmk-sphere tibial insert e-cross - flex 5l - 10mm (k202022) lot. 2426073: (B)(4) items manufactured and released on 18 october 2024, expiration date: 2029-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.